Event description:
A customer reported receiving cgm error 42 multiple times over 24 hours, though the pump was not reset for this error during that time. This issue had been reported in previous cases. There was no adverse impact to the customer's blood glucose level. Tandem customer technical support (cts) decided to replace the pump, confirming that it was under warranty, and instructed the customer to put the pump into storage mode before returning it. The customer acknowledged the instructions and agreed to return the problematic pump using a pre-paid label within 10 days.